Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer¿s blood glucose level was 61 mg/dl. The customer reported that the battery area had crack. The insulin pump will not be returned for analysis.